Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. The customer's blood glucose level was unknown. The customer reported that they the insulin pump had pump error. The customer also reported that they were able to clear the alarms and able to rewind the insulin pump. Customer stated that self-test was passed. The customer reported that the insulin pump alarmed pump error, insulin flow blocked alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Drive count or time values or changes incorrect for moving or coasting error not confirmed during testing. Insulin pump passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test.